Event description:
The surgeon believed that the pump was malfunctioning in some way. The pump was replaced. The patient experienced pain. The pump was replaced on (B)(6) 2014.

Manufacturer narrative:
Product ID: 8590-1, lot# n181101, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, lot# n180042003, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient had gone into the clinic for a pump refill and it was determined that the pump wasn¿t working. The catheter was fine, so they didn¿t have to replace the catheter. It was later reported that the pump was empty. The hcp (health care professional) tested the pump around (B)(6) and found that the rotors didn¿t turn. There was no drug in the pump when the rotors didn¿t turn; the pump was empty.

Event description:
The following information was previously reported via manufacturer's report # 3007566237-2014-01473 ): [it was reported there had been "upticks" in the number of pump motor stalls with gablofen in the pump.]

Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A motor stall was reported with no motor stall recovery. Diagnostics included (B)(4) study. A replacement is planned. The patient is on oral pain meds until the pump gets replaced. The patient¿s hcp had left the state and the patient couldn¿t find any one to fill the pump. The patient¿s alarm date was (B)(6) 2013. The patient was getting an appointment with a new hcp for a replacement though it had not been made as of the day of the report. The patient status at the time of the report is alive no injury. The pump was used to deliver dilaudid. Additional information later reported the patient had met with a manufacturer representative a couple of weeks ago and a dye study was done and they found that the rotor stopped and was not working. Per the patient, the rotor stopped working around 4-6 months ago. When the patient met with the representative, the patient was on a lot of oral meds at the time and had a low dose of dilaudid in the pump. The patient was told that he could get into to see the hcp the quickest to get a new pump placed and had an appointment to see the hcp on (B)(6) 2014. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. (B)(4).